Manufacturer narrative:
The complaint kit, smart card and photographs were provided by the customer for evaluation. Review of the data on the smart card showed that buffy coat collection began after 1479ml of whole blood had been processed. The photoactivation phase was initiated and then the treatment was aborted. The customer provided photographs verify the reported photoactivation module leak as blood is seen leaking from the photoactivation chamber and between the two halves of the photoactivation module. Examination of the returned kit found dried blood between the two halves of the photoactivation module, as seen in the provided photographs. The photoactivation module was pressure tested to check for leaks and a leak was verified coming from the location where the tubing is bonded to the photoactivation module, between the two photoactivation plate halves. A material trace of the illumination plates used to build lot m221 did not find related any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. 32 sterilized kits from lot m221 were subjected to a 4-hour integrity test (i.e., simulated use test) followed by a leak test at a pressure of 300mmhg. No leaks were observed during testing of the kits. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the photoactivation module leaked at the time of manufacture. The root cause of the photoactivation module leak was most likely due to a weld failure between the two photoactivation module halves. The cause of the weld failure could not be determined based on the available information. As a precaution, awareness training has been completed with manufacturing operators at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). N.s. (B)(6) 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m221 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m221 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs are still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak under the door during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.